Event description:
During a cybersecurity and bpa update, the device entered backup vvi mode. A device download was attempted unsuccessfully several times, and the firmware was unable to be downloaded to restore the device. The device was explanted and replaced as the tachycardia therapy was disabled by the hardware reset. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, the device was returned for analysis in backup vvi mode. Interrogation of the device revealed the backup vvi mode was caused by a power on reset (por) and by a data corruption in the device image. Electrical testing revealed oscillating voltage signals which caused the data corruption. The oscillation was caused by a connection anomaly of the voltage capacitor to the hybrid.

Manufacturer narrative:
Additional information: associated to [z-2324-2018]